Event description:
Pt was implanted with the synchromed pump and catheter in 1996 for intrathecal infusion of morphine for non-malignant pain. The pump was explanted in 1999 after the hcp discovered the programmed volume remaining and the actual volume in the pump reservoir were not the same. The device was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump. On follow-up after explantation, the hcp stated the pt did not suffer any adverse event and they received info indicating the pt had removed morphine from the pump and had been injecting himself intramuscularly and then refilling the pump with another substance. The hcp stated they would be closely watching refill volumes and substance in the new pump.